Event description:
It was reported that an alert was generated for the minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the device data identified recorded events with out-of-range pacing impedance measurements and noise on the atrial and right ventricular (rv) leads. Additionally, ventricular therapy had been programmed off during the events which appeared to have occurred during a procedure. Current programming is ventricular therapy on, mv disabled, accelerometer and rate response on in atrial tachycardia response (atr) mode only. A boston scientific technical services consultant documented and discussed the clinical observations. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.